Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that a piece of plastic fell off of the insulin pump by the reservoir, half of the circle compartment. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No missing segment or partial display anomaly noted during our testing. However, the insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.